Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 80% stenosed de novo lesion in the right external iliac artery with heavy calcification and mild tortuosity. Using access from the right common femoral artery, the 7x60mm armada balloon dilatation catheter (bdc) was prepped (air aspiration) outside the anatomy prior to use and advanced to the target lesion without resistance, then inflated one time to 15 atmospheres(atm) for 15 seconds; however, a ruptured occurred. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another armada balloon followed by deployment of an omnilink stent were used to complete the procedure. No additional information was provided.